Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a robotic assisted prostatectomy the device closed and partially fired, there was no cut and the cartridge had four rows of malformed/goal post staples in its proximal end. No buttressing was used. A like device of the same product code was then used to complete the procedure. No patient consequences were reported.